Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to low draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® 9nc 0.109m buffered trisodium citrate blood collection tubes. The following information was provided by the initial reporter, "citrate tubes just below min line even." 300 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® 9nc 0.109m buffered trisodium citrate blood collection tubes. The following information was provided by the initial reporter, "citrate tubes just below min line even." 300 occurrences were reported.